Event description:
New information received noted that the right atrial (ra) lead exhibited failure to capture and sensing problem. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: section h6: health effect - impact code should have been "4625 - additional surgery" instead of "2199 - no health consequences or impact".

Event description:
It was reported that the patient presented in emergency room due to vibratory alert. Analysis of the transmission from the merlin.net showed that the right atrial (ra) lead exhibited noise oversensing. It was also noted that the impedance of ra lead was out of range. No programming changes were made and the patient continued to be monitor. The patient was stable throughout.